Manufacturer narrative:
Investigation summary: although the evaluation of the submitted system controller log file confirmed variations in power and flow, a specific cause for these findings could not be conclusively determined through this evaluation. In addition, a direct correlation between heartmate ii lvas, and the report of pump thrombosis could not be conclusively established. The patient remains ongoing on the device and no further related issues have been reported at this time. The heartmate ii lvas IFU lists device thrombosis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on the event.

Manufacturer narrative:
Approximate age of device ¿ 2 years, 8 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that on (B)(6) 2019 the patient was seen in clinic with variable flow and elevated power. The patient's mean arterial pressure (map) was reported to be normal. The patient also reported a headache, which started (B)(6) 2019 and caused an inability to focus vision. The cause of the headache was never determined, but the healthcare provider believed the elevated pump power to have been caused by some degree of pump thrombosis. The patient was placed on acetylsalicylic acid (asa) and coumadin.